Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging he developed a lymphoma from device. Medical intervention was not specified. The previous report included other for the type of reported complaint, which is incorrect. This report is being filed to correct this information.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging he developed a lymphoma from device. There was no indication of medical intervention. The patient reports visualization of particles in the air path. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging he developed a lymphoma from device. There was no indication of medical intervention. The patient reports visualization of particles in the air path. The device has not yet been returned to the manufacturer for evaluation.  Three attempts to have the device returned for evaluation and investigation were unsuccessful.  At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
¿The manufacturer previously reported on this device in MDR 2518422-2022-59405. This report was submitted as a duplicate report of the previously submitted report.¿